Event description:
Customer reports pt reported chills and low grade fever immediately after flushing port with heparin. Dose 500 units, frequency "sash", route IV, dates of use, one day in 2008. Reason for use IV antibiotic administration push central port. Event abated after use, stopped or dose reduced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.